Event description:
The customer reported the system displayed an error message and had a loss of system functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.